Event description:
It was reported that caller performed impedance test today for MRI purposes and contact 8 is high with monopolar and bipolar values ranging from 4285-5986 ohms. Technical services (tss) reviewed that no MRI is recommended and that it would be unknown which component is causing high impedance. Tss suggested imaging and palpating the system to elicit any stim/side effect response. Caller mentioned that battery voltage is at 2.85v. And requested longevity calculation with settings below but longevity has already surpassed the estimate. Tss suggested that implantable neurostimulator (ins) is likely on the decline and when ins is replaced they consider intra-op impedance testing to determine if lead or extension is compromised. Left: 3.9v, 60 pw, 140 rate, c-1, 980 ohms; right: 3.9v, 60 pw, 140 rate, c-9, 935 ohms; estimate: eri at 2.65 years, eos at 2.90 years tss reviewed battery curve. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information was received from the manufacturer's representative stating that the high impedance did not resolve and the patient is scheduled for a preop appointment on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.